Event description:
Ams received a medwatch report stating a pt was treated with the endostat laser fiber. The fiber fell off into the mainstem bronchus.

Manufacturer narrative:
Contact was made with the facility. Risk mgmt stated that there was no further problem reported and that the pt was doing fine. No injury to the pt had occurred. The fiber had been discarded, so no eval is possible. Mfg records for lot #635 were reviewed. There were 60 fibers mfg for this lot. There were no fiber rejects during mfg. Labeling is sufficient. In our prod insert, rev. J, under intraoperative warnings and precautions, it states: "always maintain a minimum tissue-to-fiber distance of 3-5mm when using any liquid or gas/air cooled coaxial endostat and laserblade endostat fibers without a laserblade attached. This prevents overheating caused by the target tissue or debris accumulation on the end of the fiber blocking the nozzle outlet. Overheating may cause the metal nozzle on the end of the fiber to separate from the fiber tip." The medwatch report from the facility stated that chest x-ray was performed but the fiber tip was not located. The metal piece of the endostat fiber would have been recognized in an x-ray.